Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and the data synchronization failed to start. A technical support specialist (tss) received the case while on queue and informed the customer that the case ownership had been transferred. With customer permission, the tss dialed into the device and observed that the data synchronization and maintenance services were started. Once verified, the device resumed communication with the server. The customer was informed of the resolution through phone and granted permission to close the case, as the issue had been resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. It verified that the port was on the correct vlan 643, and the patch cable was also replaced. There were no adverse events or injuries reported based on this event.